Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Doi: (B)(6) 2013, dor: (B)(6) 2017, left knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.